Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system after delivering less than the meal size for pizza, with cgm readings approximately 20 mg/dl higher than concurrent fingerstick values and a rapid glucose decline from about 200 mg/dl to a nadir of 52 mg/dl over approximately 40 minutes. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-management with oral carbohydrate intake and recovery to 78 mg/dl with stability, without medical intervention, backup therapy, or hospitalization. Investigation included user interview and review of cgm versus fingerstick performance and use of carbohydrate-based meal announcements. Investigation of this case revealed cgm-fingerstick discrepancy and user-delivered meal size smaller than consumed carbohydrates, with the specific precipitating cause remaining unclear. It was concluded that the event constituted hypoglycemia of unclear cause with resolution following oral carbohydrate treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.